Event description:
The customer reported a saturation fault error. This error will result in an uncommanded loss of system functionality. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. Probable root cause was attributed to the darlington transformers, however this could not be confirmed. The customer refused additional service at this time. The system was tested and found to be working as intended and returned to service.